Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were successfully implanted in the lad. On the next day, patient suffered from rectal bleed. Event was treated with blood transfusion and medication. Investigator assessed that the event was not related to index device, but possibly related to antiplatelets medication. Patient is recovered. Patient was on dapt. The cec adjudicated the event as: event definition 1: 766 - barc type 3b.